Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer successfully shocked the patient multiple times; however the device later was unable to shock. The device was under battery power during the event, it is unknown what the state of the was during the event. A backup device was in the room and was used. The customer was unable to provide the serial number of the device used during the event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. It is unknown if the customer will be replacing the device or returning it to physio for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer successfully shocked the patient multiple times; however the device later was unable to shock. The device was under battery power during the event, it is unknown what the state of the was during the event. A backup device was in the room and was used. The customer was unable to provide the serial number of the device used during the event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.